Event description:
Patient allegedly received an implant 0n (B)(6) 2010 via the right internal jugular vein prophylaxis prior to gastric bypass procedure due to history of deep vein thrombosis (dvt). Patient alleges vena cava perforation, embedded filter in the lumbar vertebral body. Patient further alleges leg pain and abdomen pain. Per CT scan dated, (B)(6) 2010, ¿vena cava filter is unchanged in position.¿ per CT abdomen, dated (B)(6) 2011, ¿I've filter is in place at the l2-3 level.¿ per rad/abdominal dated, (B)(6) 2011, ¿an inferior vena cava filter is identified with it apex at the level of the transverse process of l2.¿ per abdominal CT, dated (B)(6) 2012, ¿ivc filter is in appropriate location at the l2-l3 level.¿ per abdominal CT, dated (B)(6) 2013, ¿ivc filter in appropriate location at the l2-l3 level, unchanged.¿ per abdominal 3 way, dated (B)(6) 2013, ¿stable surgical hardware included ivc filter.¿ per abdominal CT, (B)(6) 2013, ¿ivc is normal. An ivc filter is in place with its apex below the level of the left renal vein.¿ per abdominal CT, (B)(6) 2014, ¿ivc filter remains in appropriate located at the l2-l3 level.¿ per abdominal/pelvic CT, dated (B)(6) 2014, ¿an infrarenal ivc filter is present did tip of the filter is deflected anteromedially. The struts of the filter extend beyond the lumen of the ivc, possibly imbedded within the adjacent lumbar vertebral body.¿ per CT abdomen and pelvis, dated (B)(6) 2016, ¿vena cava filter is in good position.¿

Manufacturer narrative:
Appropriate term/code not available (3191) [device perforation]: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404. Registration no.: (B)(4).

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava (vc) perforation, embedment in lumbar vertebral body, leg pain, and abdominal pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported leg pain and abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on wo (work order) for neither device lot, nor filter lot(s). No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.